Event description:
It was reported that, "the case was an l4-5 decompression fusion with tlif. Four 7.0x45mm screws were implanted as well as a 9x33x0 degree unilif spacer. The 40mm rad rods were selected and blocker screws were inserted. The surgeon was using the compressor with the final tightener on the right l5 screw when he felt something give. He removed the final tightener to see something wrong with the blocker. The suspect blocker was removed and a new one inserted. The same thing happened with the second blocker, so it was removed and replaced with another new blocker. Final tightening was applied to all blockers."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.